Event description:
Technician alleged that the stretcher had a caster on the left foot that the brake was not holding.

Manufacturer narrative:
Technician tightened the brake pad on the caster to resolve this issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.